Event description:
Allegedly damage of inner package was found at incoming inspection.

Manufacturer narrative:
This is a reportable malfunction. No patient serious injury occurred during this event. A follow-up report will be submitted on the device evaluation.

Manufacturer narrative:
Conclusion: device was out of specification in a manner that relates to event.